Event description:
Customer reported a past event of low blood glucose, with the lowest level being 45 mg/dl. Cause not known. The customer consumed carbohydrates to address the low blood glucose. Technical support recommended that the customer consult their healthcare provider to discuss factors affecting blood glucose levels, and the customer acknowledged and understood the advice.